Event description:
Evaluation revealed a misaligned display screen and dislodged force sensor pins and loss of prime warnings associated with zero force.

Manufacturer narrative:
There was no adverse event associated with this complaint. Evaluation revealed a misaligned display screen and dislodged force sensor pins. Review of the pump history revealed several loss of prime warnings associated with zero force. The pump prompted a "no cartridge detected" warning and dispensed all the fluid out of the cartridge on the load step during evaluation.